Manufacturer narrative:
Follow-up #1: date of submission 12/26/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: on examination, the keypad was intact without damage. Testing confirmed intermittent responses to button presses on the 'ok', 'up', 'down' and 'contrast' buttons, requiring multiple button presses for the 'ok', 'up', 'down' and 'contrast' buttons to engage. The 'contrast' button was hard to press and required increased force to engage. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the text on the display screen was dim/faded and discolored. Adjustment of the contrast setting did not resolve the issue.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/26/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: on examination, the keypad was intact without damage. Testing confirmed intermittent responses to button presses on the 'ok', 'up', 'down' and 'contrast' buttons, requiring multiple button presses for the 'ok', 'up', 'down' and 'contrast' buttons to engage. The 'contrast' button was hard to press and required increased force to engage. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the text on the display screen was dim/faded and discolored. Adjustment of the contrast setting did not resolve the issue.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.